Manufacturer narrative:
(B)(4). Batch # p94l4a. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were also no alert screens displayed at any time during testing. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was hat there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia repair the device generated alerts that said "clean instrument" "clean tip" "clean jaw" and then "replace instrument" alerts. Another device was used to complete the procedure. There were no patient consequences reported.